Manufacturer narrative:
The calibration and qc results were acceptable. Therefore there was no indication for a performance issue of the assay. The field service representative performed a decontamination of analyzer as there was an insufficient cell rinse volume. The investigation did not identify a product problem. The issue was resolved after the service actions.

Event description:
The initial reporter received questionable ise indirect gen.2 results for one patient from the cobas 6000 c (501) module. The initial results were sodium 109 mmol/l and chloride 134 mmol/l. The repeat results from another analyzer were sodium 140 mmol/l and chloride 101 mmol/l. The questionable results were not reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but were not provided.